Event description:
Boston scientific crm received information that this atrial lead was exhibiting intermittent impedance measurements greater than 3000 ohms. Additionally, noise was reproducible with isometrics which resulted in inappropriate mode switches due to oversensing. A boston scientific crm technical services consultant discussed the reported clinical observations with the caller. Additionally, the consultant provided details on reprogramming options. A revision procedure was performed and the lead was found to be fractured. Therefore, the lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.